Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Customer had previously been directed by tandem customer technical support (cts) to replace the transmitter to resolve the issue, however customer had not done so. Cts again instructed customer to replace the transmitter, customer acknowledged. No additional event or patient information available.